Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6)2024, that on (B)(6)2023, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6)2023. Date of event is an approximation. The patient experienced a skin reaction with redness, pustules, and infection, at the needle puncture site, which occurred 6 days the sensor had been inserted in the arm. The patient reported that around one year ago, when he took out the sensor, yellow liquid came out from the sensor insertion site. At that moment, the patient went to the family doctor who prescribed clamoxin antibiotics, 1 gram to take 2 times a day for a week. There was no documentation of further medical intervention. At the time of the report the patient was good. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.